Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. Sometime post-op, the patient fell causing the screw to pull out of the bone. The patient underwent a revision procedure for removal of the screw and reinstrumentation. No patient complications were reported.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.